Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 2 events for the failure: fluid/blood leak - 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 2 events were reported for this quarter. Product return status, 1 device was received, 1 device investigation type has not yet been determined. Evaluation findings (results/components), 1 device: no device problem found / part/component/sub-assembly term not applicable, 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition, 1 device: serviced and returned to customer, 1 device: product disposition is not yet determined. Additional information, 2 devices were not labeled for single-use, 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99439. Supplemental rationale. Corrected data: b5, h1, h6, h11. 2 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 1 previously reported event is included in this follow-up record. Product return status- 1 device was received. Evaluation findings (results/components)- 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition- 1 device: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 1 event for the failure: fluid/blood leak. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.